Manufacturer narrative:
(B)(6). Concomitant medical product: kne-persona-bearings-unk catalog # unk lot # unk; kne-persona-tibial trays-unk catalog # unk lot # unk. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2017 - 07705, 0001822565 - 2017 - 07708.

Event description:
It was reported patient underwent underwent right knee arthroplasty. After a month, patient was revision due to hemorrhaging.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.